Event description:
Codman certas valve placed in patient with unrelenting headaches and vp shunt, craniosynostosis, in attempt to improve headaches. This was done, with icp monitoring to help evaluate the cause of the headaches. We did eventually resolve her headaches, but attempts to read and reprogram the certas valve in situ failed. We involved the company representative and some senior engineers from codman.company representative states that inability to read or reset the valve may be a result of thick edemetous scalp over the shunt valve.